Event description:
Reportable based on analysis completed on (B)(4) 2012. This 90% stenosed target lesion was located in the severely tortuous and calcified left circumflex artery. The lesion was pre-dilated. This 2.75x16mm promus element stent delivery system was selected; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable/ however; device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed distal stent damage. The stent strut was raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. All outer diameter measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).